Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc concluded that the reported phenomenon was attributed to the failure of the ccu. The subject device was not returned to omsc, the exact cause of the failure of the ccu could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6) (oekg). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the error e116 which indicated the subject device malfunctioned occurred. The user restarted the subject device, the subject device worked again.there was no report of patient injury associated with the event.